Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 04/01/2025 was used as an estimate, based on the reported onset occurring within the last six months. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, fluid loss and hole/perforation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During revision surgery, the physician identified a significant hole or tear at the junction where the cuff and tubing meet, resulting in fluid loss within the system. The physician noted that the issue may have originated at the time of implantation and subsequently worsened over time. Consequently, the cuff and pressure regulating balloon (prb) were explanted and replaced, while the pump was retained. There were no further patient complications.